Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a controller fault alarm, loss of communication with the system monitor, and inability to review alarm history on the system controller were confirmed via analysis of the log files; however, the reported events were not reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned controller contained entirely overlapping data, spanning approximately 17 days (17sep2020 - 04oct2020 per the timestamp). The log files captured the pump operating above the low speed limit without any atypical alarms active until the last event in the log file, captured at 1:26:21 on (B)(6) 2020, when the pump speed dropped below the low speed limit to 7130 rpm while connected to the power module. This drop in pump speed will be addressed under MFR. #2916596-2020-05393. No additional events were captured in the log files after the speed drop. The log files did not capture the power cables or the driveline being disconnected from the controller before it was exchanged, indicating that the controller was in backup mode. By design, the system controller does not record events while in backup mode. Since the controller was returned, the log files would capture the driveline and both power cables being disconnected from the controller if the controller was not in backup mode. No other atypical alarms or drops in pump speed were captured in the log files. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The returned controller was not in backup mode during testing. When the system controller is backup mode, a controller fault alarm is active, the controller cannot communicate with the system monitor, and the display on the lcd screen cannot be changed. Therefore, although these events were not captured in the log files or reproduced during testing, they are consistent with the controller being in backup mode. The reported events were determined to be due to the controller being in backup mode. The root cause of the controller entering backup mode could not be conclusively determined or correlated to an issue with the system controller through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 11jul2019. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault and low speed alarms, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6) university. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the that the patient had alerts of a controller fault and a wrench mark. The night shift nurse came to the patient's room for the periodic check of the system monitor values. Then, the continued tone occurred, and the system monitor display went off. The system controller display showed controller fault. Pump operation light was green and yellow wrench was on. Also, an intermittent beep was heard and the alarm could be silenced but after that no command was accepted by the controller. Therefore, alarm history could not be checked with the system monitor and the controller by the clinicians. The pump operating was confirmed with stethoscope. The controller was replaced with the back-up controller. Then, the normal information appeared on the system monitor. Technical services reviewed the log file and found one abnormal speed drop below the low limit prior to the data download that occurred while the patient was connected to the power module. There was insufficient data to determine the exact cause of this event at this time. The log did not contained any yellow wrench alarms. ¿*system information" indicated that those data were recorded as part of an event history interval record (data logger). These events may or may not include alarms. Data without asterisks indicate that those data were recorded at undesignated times due to an event. In this case the data logger appears to be set to record every 4 hours. When the patient woke up she had palpitation and dizziness. Until the controller was changed, she also felt cold and extremity cold. After the controller change, the symptoms got better. The complained controller was connected to another system monitor, and the log could be retrieved. The log was sent to abbott, and reviewed. The log included low speed operation at 7130rpm, and no records to indicate the controller change.